Event description:
It was reported that a revision surgery was performed due to a fracture of the tibial component.

Event description:
It was reported that a revision surgery was performed due to a fracture of the tibial component.